Event description:
It was reported that the pt experienced a return of pain. The device experienced telemetry issues believed to be caused by premature battery depletion. The pt's previous battery had lasted 4 years while the battery at issue was approx 16 months old. The telemetry issues prevented the MFR rep from reading the battery to get the pt settings and perform a longevity calculation. The pt saw the low battery light flashing on the programmer. The pt was scheduled for a battery revision. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).